Event description:
It was initially reported that while the company rep was at the neurologist's office, high impedance was observed on system diagnostics. The pt had requested to be disabled in 2008 but had now wanted to be turned back on, which is when the high lead impedance was discovered, when diagnostics were performed. There was no trauma reported. The pt is currently in the hosp due to increase in seizures, but it is not above her pre-vns baseline levels. X-rays were taken and there was no observed lead fracture, but they were not provided to the MFR for review. Pt's device was disabled. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.